Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37 085-95, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot# v568687, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot# v568687, ,implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient's device was in an oor condition. The patient's device showed a 'call your doctor' icon. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.